Event description:
Reporter alleged when looking in the compact system memory; she could not recall obtaining the result of 578 mg/dl result; however, it was compared to a reading of 218 mg/dl that had been performed 9 minutes apart. Reporter stated she did recall receiving the result of 218 mg/dl; however, no actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.